Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not receiving up to the minute sensor reading and was only getting a 3 hour average. Customer was explained that the sensor sends a packet of data every 5-7 minutes and that he is looking at 3 hours of data. Customer stated that his blood glucose jumped into the 400's mg/dl and his health care professional found it was due to illness. Customer's health care professional checked the infusion set and the pump and found no issues. Customer stated that his blood glucose was going down.